Event description:
It was reported that the shock impedance on this lead was out of range (less than 20 ohm) approx. 83 months after the implantation. The associated ICD remains implanted and was deactivated. Should additional information be received, this file will be updated.

Manufacturer narrative:
The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these devices as well as on the returned data. The manufacturing processes for the ICD and the lead were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during manufacturing. The final acceptance tests proved the devices functions to be as specified. The returned data have been analyzed. During inspection of the available iegm of episode 4950 on august 2nd, 2022 at 08:09h, the clinical observation could be confirmed. The iegm showed a regular detected vt episode, with three delivered atps and one charging cycle of the high voltage capacitors. The charging cycle was aborted, as expected, due to the detection of an external short circuit, which might have otherwise damaged the ICD. In conclusion, the devices were not returned for analysis. The returned data revealed no indication of an ICD malfunction. The root cause of the measured low shock impedance was not determinable. A damage of the lead cannot be excluded. Should further relevant information or the lead become available, this report will be updated.